Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.